Event description:
Procedure type: prostatectomy. According to the reporter: the clevis on the flexural part was broken during procedure. A new device was opened, but the same trouble occurred. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).